Manufacturer narrative:
Correction: updated conclusion code

Event description:
The customer contacted physio-control to report that their device did not deliver a shock and the screen went blank. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related, however there is no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio evaluated the device download data and found that the charge was removed multiple times due to leads off. Physio determined that the leads coming off was the most likely cause of the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock and the screen went blank. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related, however there is no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.